Event description:
It was reported that the preloaded monofocal intraocular lens (iol) failed to deploy. Through follow up we learned that while the surgeon had the injector tip in the patient's eye incision, the trailing haptic was stuck in the injector. The surgeon injected more viscoelastic into the tip of the device and by using a sinskey hook and moving the injector screw gently back and forth, managed to free the trailing haptic. The surgeon then had to manually manipulate the iol into the correct position. The surgeon notes that he did not withdraw the iol due to concerns about damaging the zonule. The procedure was completed without further issues. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: n/a - lens remains implanted. Section e1 - telephone number: (B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.